Event description:
It was reported the pt experienced pain and redness at the ipg site. The pt also stated the ipg was superficial. Follow-up info indicated the patient underwent surgical intervention on (B)(6) 2013 and had the ipg pocket site revised.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.